Manufacturer narrative:
Postsurgical complications are rather common occurrences. Paresthesia/numbness can occur in the mandibula if an implant is placed in vicinity of the alveolar nerve. Most of these cases resolve themselves after removal of the implant. In this case, with very sparse information we have, there is nothing to indicate that the problems, experienced by the patient, are related to the ankylos product. This event is reportable per 21 cfr part 803 therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. According to the available information a patient received one ankylos c/x a9.5 / d3.5 / l 9.5 dental implant, in position #18 (fdi 37) on (B)(6) 2021. The implant was subsequently removed (B)(6) 2021, due to infection, pain and numbness. We have received up until the problems have improved after removal of the implant and are no more and issue for the patient